Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. And verified that the fault codes indicated that the front end module was bad. The stm replaced the front end module and calibrated the transducers and offsets to resolve the issue and then completed all safety, functionality and calibration checks which passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an electrical failure 117. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an electrical failure 117. No patient harm, serious injury or adverse event was reported.